Event description:
It was reported that interrogation revealed a right ventricular (rv) lead warning for an increased sensing integrity counter and for noise that resembled electromagnetic interference on both channels. Isometrics were done but no noise was elicited and thresholds and impedances were normal. The rv lead remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.